Event description:
Download data from a (B)(6) male pt revealed several battery charger faults. Zoll customer support called the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation, the battery charger/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The pt received a replacement battery charger/modem.